Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 10 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a calcified, 90% stenotic lesion in a minimally tortuous proximal lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with a quantum maverick 3.0/15 balloon catheter to successfully complete the procedure. It is noted that resistance was met during insertion and removal of the quantum maverick balloon catheter. No pt injuries or complications were reported. Pt status is reported as 'good'.